Event description:
It was reported by service report that the fowler motor clutch was slipping at 20 degrees or below. The nurse call was not working as a result of a damaged docker cable. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler brake/clutch.